Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio isolated the issue to the user interface pcb assembly and the power module assembly. The device was then scrapped. The device customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power up and would not complete the boot cycle there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power up and would not complete the boot cycle. There was no patient use associated with the reported event.